Manufacturer narrative:
The customer uses a third party to repair the device and will not be returning the device to the manufacturer for evaluation. This report will be updated when the quality investigation is complete.

Event description:
It was reported that during a hip replacement procedure, the screw fell out of the back end of the saw. The screw was noticed on the floor following completion of the surgery. There was no delay to surgery as the issue was identified when the procedure was complete. No adverse consequences were reported.